Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that there were high impedances, electrodes 9, 10, 11, 14 and 15 at 40,000. Patient was getting an error message when trying to increase stimulation with current programs due to programs using those electrodes. Rep provided 3 new programs using the other lead. Patient denies any trauma or fall that may have led to the high impedance issue. The issue is ongoing.

Event description:
Additional information was received from a manufacturer representative (rep). The patient was receiving an error message related to out of regulation (oor), unable to provide desired stimulation. The rep had not seen or spoken to the patient since that day. The plan was to try the programming provided on that day.

Manufacturer narrative:
Continuation of d10: product ID 977a275 serial# (B)(6) implanted: (B)(6) 2017 product type lead product ID 977a275 serial# (B)(6) implanted: (B)(6) 2017 product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.